Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that arteriotomy closure in the calcified right and left common femoral arteries was attempted with two proglide devices using the pre-close technique via a 5f sheath relative to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, two proglide devices were used and, due to calcification of femoral artery, the implant of the sutures was unsuccessful. It was felt the failures were not due to the device, neither due to the technique. A new proglide suture was used to achieve hemostasis. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: a cuff miss was reported to have occurred for both proglide devices. No additional information was provided.